Manufacturer narrative:
The customer reported the filter was leaking at approximately ¾ of the infusion time, and returned one used sample of material: 11532269, lot: 24085255. Upon initial visual examination, the set had no defects or abnormalities. The set was primed with water, and within 10 minutes of infusion at 125 ml/hr, there was water observed at the filter air vents. The complaint of filter leakage was verified. The filter supplier suggested underwater bubble test was conducted, and the filter was found to bubble which verifies the issue is not related to the filter function. The potential root cause is post-filter production. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that a spill of paclitaxel occurred late this evening. The spill presented from the filter of the tubing at approximately of the infusion time. The filter is not compromised or cracked in any way. This is the first leak that we have experienced with a set not bonded with texium. We have separated the tubing for inspection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.